Event description:
Procedure: laparatomy. According to the reporter: the bag got torn and fell into the patient cavity. Another device was used to retrieve it from the patient cavity. No further patient incident was reported.

Manufacturer narrative:
(B) (4). (B) (4).